Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin was shutting off. The customer¿s blood glucose was unknown at the time of the incident. Customer receives multiple battery out limit alarms when batteries are out of the pump for less than one minute. Customer reports that they were able to clear the alarm. Customer states they did not receive a request to rewind pump. The insulin pump will not be returned for analysis.